Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/26/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. Date of issue is an approximation. The patient was at a local gas station and was not feeling well and felt that their blood sugar was low. The patient walked into the gas station to look for orange juice; however, the patient was confused and could not decipher what to get. The patient fell near an ice machine and the owner of the gas station called for an ambulance. When the emergency medical technician (emt) arrived, the patient's blood sugar was at 29 mg/dl and was transported to the hospital. The patient was at the hospital for 6 hours was then was released the same day. It was indicated that the patient suffered back pain and bruises from the fall at the gas station. At the time of contact the patient was sore but feeling fine and had still had some back pain. There was no allegation of malfunction against the device. It was indicated that the continuous glucose monitor (cgm) alerted the patient when they were low. No additional patient or event information is available. Data was provided for evaluation. No allegation against the cgm was reported. Data investigation was conducted to review events that occurred leading up to the reported adverse event. No root cause to be determined as there was no allegation against the device.